Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Customer reported that: "when performing osteosynthesis of the lower end of the right radius, the locked screw dia 2.7 lg 22 mm did not lock into the plate".

Event description:
Customer reported that : "when performing osteosynthesis of the lower end of the right radius, the locked screw dia 2.7 lg 22mm did not lock into the plate".

Manufacturer narrative:
Correction: section d10, h3. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences was provided despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown